Event description:
It was reported that the customer has been experiencing low blood glucose levels. The reported blood glucose reading at the time of the call was 32 mg/dl. It was also reported that the customer was hospitalized today with a high blood glucose reading of 464 mg/dl. It was stated that the customer fell and broke both of his ankles prior to the event. The caller stated that the customer was currently in surgery, and she did not have the insulin pump with her to conduct troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.